Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in delivery of 2 inappropriate shocks. A chest x-ray was taken and noted that the electrode had moved from the implant location. Noise was unable to be produced in primary vector, so sensing was reprogrammed to primary. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This report is being filed to correct the manufacturer name and address information and manufacturer site facility name and contact information.